Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), uterine perforation ('perforation (uterus)'), ectopic pregnancy ('pregnancy (ectopic).'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy') and pelvic inflammatory disease ('pid') in a 32-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida (5 pregnancy), parity 4 (4 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2015)), spontaneous abortion (in 2004.), acute gastroenteritis and cellulitis. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included pharyngitis, hyperhidrosis, cervicalgia, sinusitis, status migrainosus, myalgia, lumbago, leukorrhea, haemoglobinopathy, hypersomnia, cervical dysplasia, absence of menstruation, pneumonia, cough, radiculitis, carpal tunnel syndrome and abdominal pain. Family history included fibromyalgia. Concomitant products included levonorgestrel (mirena). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic right salpingectomy, b-s, removal of ectopic pregnancy and removal of ectopic pregnancy). Essure was removed. At the time of the report, the device dislocation and uterine perforation had not resolved and the ectopic pregnancy, ruptured ectopic pregnancy and pelvic inflammatory disease outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy, pelvic inflammatory disease, ruptured ectopic pregnancy and uterine perforation to be related to essure. The reporter commented: date(s) of removal: 27jan (as per pfs) on (B)(6) 2021 , patient states she completed three home pregnancy tests that were positive. She was seen at urgent care prior to arrival and completed a positive pregnancy test. Patient was referred here for evaluation to rule out ectopic pregnancy . Us shows ruptured ectopic pregnancy diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2021: read as suspicious for a ruptured ectopic. An iud in the lower uterus is also noted. Patient has mild to moderate rlq. Concerning the injuries mentioned in the case, the following ones are confirmed in patients medical records: ectopic pregnancy, pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), uterine perforation ('perforation (uterus)'), ectopic pregnancy ('pregnancy (ectopic).'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy') and pelvic inflammatory disease ('pid') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida (5 pregnancy), parity 4 (4 ((B)(6))), spontaneous abortion (in 2004.), acute gastroenteritis and cellulitis. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included pharyngitis, hyperhidrosis, cervicalgia, sinusitis, status migrainosus, myalgia, lumbago, leukorrhea, haemoglobinopathy, hypersomnia, cervical dysplasia, absence of menstruation, pneumonia, cough, radiculitis, carpal tunnel syndrome and abdominal pain. Family history included fibromyalgia. Concomitant products included levonorgestrel (mirena). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic right salpingectomy, b-s, removal of ectopic pregnancy and removal of ectopic pregnancy). Essure was removed. At the time of the report, the device dislocation and uterine perforation had not resolved and the ectopic pregnancy, ruptured ectopic pregnancy and pelvic inflammatory disease outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy, pelvic inflammatory disease, ruptured ectopic pregnancy and uterine perforation to be related to essure. The reporter commented: date(s) of removal: (B)(6) (as per pfs) on (B)(6) 2021, patient states she completed three home pregnancy tests that were positive. She was seen at urgent care prior to arrival and completed a positive pregnancy test. Patient was referred here for evaluation to rule out ectopic pregnancy . Us shows ruptured ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2021: read as suspicious for a ruptured ectopic. An iud in the lower uterus is also noted. Patient has mild to moderate rlq. Concerning the injuries mentioned in the case, the following ones are confirmed in patients medical records: ectopic pregnancy , pid . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident . Pfs & mr received. Reporter information , patient details , product indication , concomitant drug, date implanted , other relevant history , event : ' uterine perforation , malposition of essure device , pregnancy (ectopic) , plaintiff did not undergo essure confirmation test , pid and pregnancy details added . Event : " injury " updated to " malposition of essure device " . Rcc and product removal details were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.